Event description:
A customer stated that the display is not consistently providing all of the digits. The customer stated that the "units" digit is missing. The customer stated that they have never altered the way this takes care of self due to the reading but he has misinterpreted the readings before. A request was made to return the unit for evaluation. In the meantime a replacement unit has been provided.